Manufacturer narrative:
Date of event the exact date of the event was not reported the device is not available for analysis. A review of the IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on review of the information available, pain is known risk associated with the use of the device and is noted as such in the instruction for use (IFU). An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that a patient experienced pain. No further information has been provided.

Manufacturer narrative:
Date of event: the exact date of the event was not reported.

Event description:
It was reported that a patient experienced pain. No further information has been provided.